Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: runthrough ef, guiding catheter: 6f profit al15. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a concentric and de novo lesion in a coronary artery with moderate tortuosity and moderate calcification that was 90% stenosed. A 3.0 x 28 mm xience sierra stent delivery system (sds) was deployed at 16 atmospheres (atms) and 18 atms for 10 seconds. Then during removal, the sds became stuck with a non-abbott guide wire. As the sds was retracting, the guide wire was being pulled with the sds. The sds was inflated to 4 atms and deflated when the sds started to retract. The sds was able to be removed carefully from the guide wire. Intravascular ultrasound confirmed stent deployment and the procedure was successfully completed at this point. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported difficulty to remove was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty to remove (guide wire) as no difficulties were identified during return device analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling.